Event description:
An encision instrument was in use during an exploratory laparoscopic procedure and exicision of a uterine mass during which an area of the fallopian tube was damaged. The user reported that the damage did not need any surgical repair or action. It was also reported that the patient is not of child bearing age, so there is no consequence as a result of the damage. The surgeon found the damage upon inspection at the end of the procedure. The surgeon did not observe any additional damage.

Manufacturer narrative:
Encision personnel tested the devices in use during the reported incident event at the user facility on may 7, 2015. The devices performed as intended and specified. Damage to the outer insulation of the handle shaft was observed. The observed damage is an end of life indicator for the reusable instrument and is described in the instructions for use. Testing confirmed that the encision active electrode monitoring (aem) system, when set up correctly with an electrosurgical generator and a patient return electrode, prevented energy from being delivered to the patient through the damaged outer insulation. Testing did not identify any device malfunction that could have caused or contributed to the reported incident. The cause of the reported burn could not be determined.